Event description:
The patient contacted lifescan on 07/06/05 alleging inaccurately high blood glucose results that resulted in calling the emt. This medical affairs specialist spoke with the patient six days later. She did not call emt as originally documented. Approximately a month before her contact with lifescan, she was placed on 15 units of insulin (she cannot recall its name) morning and evening for elevated blood glucose based on tests made by the physician. Her meter results also were elevated. Previously she took oral hyperglycemic agents. Several days or a week before her call, the doctor increased insulin to 30 units twice a day because her blood glucose continued to be elevated: upper 20o's and 300's at home and on his office meter. The day prior to date of event, she saw physician again. Her 10am result on her meter upon rising, before breakfast, was "292" mg/dl. She took the set amount of insulin, 30 units. At 1:00pm the doctor's meter, reportedly the same brand, was "197" mg/dl. No treatment was given nor medications changed. He advised to "keep my readings down". Because of the 292 result, the doctor suggested that she contact lifescan. During her conversation with a customer service rep on 7/6/05, she was walked through two consecutive control solution tests and the results fell outside the specified range. Reportedly the test strip vial was cracked, which could affect the accuracy of the strips. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced. Because the patient did not experience an injury and because her meter reflected elevated blood glucose, as did the physician's meter, an adverse event did not occur. Also, taking 30 units of insulin one would expect blood glucose to decrease within a 5 hour time span; 10a-1pm. Her replacement meter and strips are in range with control solution. Due to continued elevated blood glucose, she will see her physician soon.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.